Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sore spot under left breast. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medication (patient misplaced it) for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.